Manufacturer narrative:
No product was returned to assist with our investigation; therefore, we are not able to determine the root cause of the separation at this time. However, there is no evidence to suggest that the device was not manufactured to specification. We are aware of the potential for occurrence, and measures have previously been taken in an effort to minimize the potential for recurrence. Our quality control department confirms the correct fittings have been used for this device 100% prior to further processing. They also verify that the flare is securely seated in the adapter. Nevertheless, the appropriate individuals have been notified of this matter, and we will continue to monitor for similar situations.

Event description:
Information was received of reports of the device separating from the hub in the last 60 days. Lot number information was available for only the one report. Attempts to get additional information and the devices returned for investigation have been unsuccessful. Patient's outcome is unknown at this time.